Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dislocation of the femoral head from the poly liner, and disassociation of the poly liner from the metal liner. A biolox ceramic head, adm/mdm poly insert, and mdm metal liner were revised to a similar construct with a higher offset on the femoral head. Rep reported that no further information will be released by the hospital or surgeon.